Manufacturer narrative:
Troubleshooting of the AED with the customer identified that both the AED pads and battery pack were expired. The cause of the AED reporting "replace battery pack now" was related to a lack of maintenance of the AED. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
The customer reported that the AED is flashing red and prompting a battery replace now warning. They did not report that this event occurred during patient use.